Event description:
Asr revision; right asr xl; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint - asr revision, right, asr xl, reason(s) for revision: alval / soft tissue reaction. Lot number for cup invalid. Update - received 29 jan 2013 added 1 new product. Confirmed lot number for 1 product. Update: amended revision date. Received: march 10th 2013. Update - added surgery date taken from claimsuite dated 19th march 2013. Update - amended surgery date and added additional hospital taken from (B)(6) email dated 27th june 2013. Update - amended implant date, field out mw fields, manufacturing and expiry dates. Taken from claimsuite dated 28th october 2014. Implant date - (B)(6) 2007.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected data: (date of report); (date of implant); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.